Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported a loss of pain relief. On 28-apr-2016, the patient stated she was doing very well up until ¿about 2 weeks ago¿ from when she had increased pain in her posterior thoracic area and her left lower extremity; the device was no longer helping these painful areas. The entire system was reprogrammed on (B)(6) 2016 resulting in an unscheduled clinic or office visit. Imaging was performed on (B)(6) 2016 with no problems noted with the device itself. On the same day, the patient noted the reprogramming was not terribly beneficial. The last reprogramming date was (B)(6) 2016 before the device was no longer being utilized on (B)(6) 2016 as it had become unhelpful, frustrating, and uncomfortable. The event was ongoing. It was noted the event was related to the device or therapy but not due to the implant procedure or programming. The hcp additionally reported that the entire device system was explanted, and not replaced on (B)(6) 2016. The outcome was noted as unresolved at time of study exit/ death/study closure. It was unclear which was meant and follow-up will be performed to clarify. The indication for use included non-malignant pain.

Manufacturer narrative:
The patient code has been added. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device code has been updated.

Event description:
Additional information clarified the outcome of the event was unresolved at time of exit as the loss of pain relief was not solved, the patient does not have a device anymore, and there was no implant planned. The device was explanted as the patient didn't experience help anymore from the device.

Manufacturer narrative:
Concomitant products: product ID: 977a260, lot# va122dn009, product type: lead. Product ID: 977a260, lot# va11eve037, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of the clinical study regarding the implant and explant of the system. The implant procedure occurred on (B)(6) 2015. The lead entry level of the two leads was at t12-l1. The lead fixation method was unknown. The lead tip location was t7. No extensions were used. The leads were connected to the ins located in the left buttock. A system continuity check was completed using impedance testing and all impedances were within range. Per the physician, the therapy was not initiated at implant. Therapy was later initiated on (B)(6) 2016. The ins and leads were explanted on (B)(6) 2016 without replacement. The system was not replaced because it caused unacceptable complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.